Event description:
It was reported that the pump volume was too low and customer was unable to hear alerts and alarms notifications. Customer's blood glucose level was 149 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.